Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 20 issue was verified. Based on the analysis, the alleged cartridge alarm 9 issue was verified in the pump logs; however, no failure was identified. Per tandem¿s instructions for use: do not reuse cartridges.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Reportedly, customer reused the cartridge. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.